Event description:
During procedure surgeon and pa (physician assistant) were removing trocar and noticed the clear plastic seal came out and was seen in the abdomen. They were able to remove clear plastic seal and retained in biohazard bag. No patient harm. Procedure completed. Manufacturer response for laparoscopic trocar, (brand not provided) (per site reporter). Rga provided for product return and will send a no charge replacement.